Event description:
Related to MFR report # 2183959-2012-00760. It was reported that an perigee prolapse repair system was implanted in plaintiff to treat her pelvic organ prolapse. The plaintiff's attorney alleges that the plaintiff, has had to "undergo extensive medical treatment, including, but not limited to, operations to remove mesh, and to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia." It was also alleged that "as a result of having the products implanted in her, plaintiff has experienced mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment, corrective surgery and hospitalization, has suffered financial or economic loss, including, but not limited to, medical expenses and other damages."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.